Event description:
Inpatient gi endoscopy screening for patient. Patient with esophageal stricture required dilation with balloon catheter. The size of the catheter was 15-18 mm. When balloon was filled to 18 mm, balloon popped inside patient. The sterile water used to fill the balloon was expelled into the esophagus.